Manufacturer narrative:
Investigation summary: a visual inspection revealed that the hot jaw was burnt. The device had evidence of blood. Resistance measurements were found to be out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it would not produce steam or heat. Based upon this, the reported failure "device remains activated" is confirmed as an electrical problem. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device remained activated. No other information is available regarding how the procedure was completed and patient effects. The product was returned.